Event description:
It was reported that the user¿s ilet dosing stopped when the connected continuous glucose monitor (cgm) input was unavailable because the user¿s freestyle libre 3 plus sensor had expired and the user could not enter blood glucose on the pump due to lack of a replacement sensor or glucometer. No reported symptoms or adverse clinical effects. Outcomes included temporary interruption of automated insulin dosing and user education. Investigation included user interview and troubleshooting and education. Investigation of this case revealed that cgm data were unavailable due to an expired sensor and that no device malfunction of the ilet was identified. It was concluded that the event was attributable to lack of cgm data input rather than a malfunction of the ilet system. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.